Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to the initial with information inadvertently left out (g2) and to provide an update to field (h3). The device was evaluated by olympus, and it was confirmed that the rubber valve of maj-210 is damaged. The subject device was manufactured in november, 2023 based on the provided 3 digit lot information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to inserting and removing the guide sheath. Additionally, when inserting or removing the guide sheath from this product attached to the endoscope, inserting or removing the guide sheath with the guide sheath tilted relative to the product may cause overload to be applied to the surrounding area that is off the center of the rubber valve, causing the rubber valve to become damaged. It is possible that the repeated insertion and removal of the guide sheath subsequently pushed the pieces of the rubber valve into the endoscope's suction channel, causing them to fall off into the patient's body. The root cause of the reported event could not be identified. The event can be prevented by following the instructions for use which state: 9.5 inserting and withdrawing the endo-therapy accessories "insert the endo-therapy accessory into the valve as straight as possible." "Angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide to correct the FDA product code to eoq.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during a endobronchial ultrasonography (ebus) with guide-sheath (gs), a part of the subject device passed through the forceps port of the scope and fell into the patient's bronchus. The fallen pieces were retrieved and the procedure was completed with no harm to the patient.